Event description:
Baxter 250ml 0.9% sodium chloride inj, product # 6e1322, lot#c831677. Phaseal infusion adapter c100, lot 11030936, with baxter paclitaxel set 2c8858. Admixture with paclitaxel, 6mg/ml, app pharmaceutical. Twice in 2 weeks, at pt bedside, the spike set fell out of the bag port. One episode resulted in exposure to the administration nurse, with the chemotherapy solution spilling out on her clothing and skin. A third episode happened with a pharmacy technician preparing chemotherapy in the biological safety cabinet, and had just spiked the tubing set -without the phaseal device- and was preparing to prime the set with base solution. The tubing set spike slipped out of the bag port. No chemotherapy exposure in this instance, as it was base solution only. I suspect a defect or issue with the 250ml bag spike port.